Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014-device evaluation:the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 07/10/2014 with the following findings: a visual inspection of the retain cartridge was performed. No damage or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime warning associated with non-zero low force. The total daily delivery added up correctly and reflected the user¿s basal program. The caps were returned and used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading and the pump delivery accuracy were within specifications. Bolus exercises were completed and recorded correctly. The reported loss of prime issue was verified in the black box but not duplicate during the investigation.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the pump alerted loss of prime multiple times and the patient experienced a blood glucose (bg) excursion greater than 500 mg/dl with strong fruity breath odor, shortness of breath/chest pain, abdominal pain/vomiting, extreme drowsiness/difficulty waking up/confusion, blurred vision, atypical thirst, excessive urination, symptom of dehydration and nausea. Reportedly the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and had remained on pump therapy at the time of the call. Customer support agent reviewed the reported prime issue with the patient. It was reported that multiple loss of prime alerts occurred within the past 30 days with cartridges from different boxes. The reporter was able to complete prime step with cartridge change. The patient stated that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to identify a cause for the prime issue. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to a prime issue of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.